Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition. It was noted that stored episodes revealed a pause of approximately four seconds, and another pause of approximately 2.5 seconds. Pace impedance measurements were stable in the low 400 ohms range. Auto-threshold is off. The most recent pacing threshold was done in-office on (B)(6) 2020 was 1@0.5, and device is currently programmed to 2.6@0.5. Sensitivity was set to 3mv. It was noted that this lead was implanted in 2010. It was noted that the patient was mainly confined to her bed, and the health care professional (hcp) was considering bringing the patient in to test pacing thresholds and program the device to voo. This rv lead remains in service. No additional adverse patient effects were reported.